Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist was unable to be confirmed through the evaluation of the returned device. Review of the submitted log file confirmed low flow events; however a specific cause for the low flows could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported progressive heart failure, regurgitation, oliguria, and consciousness disorder could not be conclusively determined through this investigation. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and outflow graft bend relief were returned detached from the outlet elbow. The bend relief collar was also returned detached from the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. The sealed outflow graft was returned detached from the outlet elbow and severed approximately 2.5" from the hardware. An additional segment of graft material measuring approximately 1.5" was also returned. A slight crease was observed near the proximal end of the graft; however, the lack of tissue accumulation on the exterior of the graft indicated it was likely not present during support. Examination of the lumen of the outflow graft and the graft attachment revealed no depositions or thrombus formations. An outflow graft twist could not be confirmed. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations that were present during support. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction¿ provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 5 also states that moderate to severe aortic insufficiency must be corrected at the time of device implant. The heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the images included in the case report article titled, " twisting of heartmate ii outflow graft 2.5 years after implantation¿hm2 is still ongoing", confirmed a sealed outflow graft twist. Although a specific cause for the observed outflow graft twist could not be conclusively determined through this evaluation, the twist would have contributed to the reported low flow events confirmed in the submitted log file. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported progressive heart failure, regurgitation, oliguria, and consciousness disorder could not be conclusively determined through this investigation. The article documents this case and contains images of the reported outflow graft twist. The computed tomography (CT) images show a severe narrowing of the graft underneath the bend relief. An additional image of the outflow graft taken during surgery confirms the outflow graft was twisted underneath the bend relief. It was reported through the article, the graft was twisted 360 degrees counterclockwise. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and outflow graft bend relief were returned detached from the outlet elbow. The bend relief collar was also returned detached from the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. The sealed outflow graft was returned detached from the outlet elbow and severed approximately 2.5" from the hardware. An additional segment of graft material measuring approximately 1.5" was also returned. A slight crease was observed near the proximal end of the graft, consistent with the outflow graft twist confirmed through images included in the case report article. Examination of the lumen of the outflow graft and the graft attachment revealed no depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations that were present during support. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 "introduction¿ provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 5 also states that moderate to severe aortic insufficiency must be corrected at the time of device implant. The heartmate ii lvas patient handbook, rev. D, is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the cause of the obstruction could not be conclusively determined for thrombus or kink.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heart failure had been gradually worsening since last (B)(6). The patient had a right heart catheterization (rhc) in (B)(6) 2021 which showed the pump rotor speed to be 8200 rpm, right atrial pressure to be 9, pulmonary capillary wedge pressure (pcwp) of 27, cardiac output (co) of 4.7, and severe mitral regurgitation (mr), so the rotor speed was set to 8400 rpm and diuretics were slightly increased. After the patient was discharged from the hospital, their heart failure was aggravated again. The rotor speed was then set to 8600 rpm. The patient was readmitted on (B)(6) 2021 for heart failure. Upon their readmission, the patient had worsening mr, no excursion of the interventricular septum, and mild to moderate tricuspid regurgitation (tr). The rotor speed was then set to 8800 rpm. The patient lost 3 kg due to dob and and diuretics. Therefore, dob was reduced, resulting in a condition similar to low (cardiac) output syndrome (los). The patient's symptoms worsened over the weekend of (B)(6) 2021 and (B)(6) 2021. The dob was then increased to 3y, however then on (B)(6) 2021 the patient had aspartate aminotransferase (ast) of 1200, bilirubin, of 4, and cre of 1.4. The patient developed further deterioration of oliguria and organ failure, and suffered from consciousness disturbance. Although she had severely reduced right ventricular contractility, her trs were moderate, and neither left shift of the interventricular septum, nor collapse of the left ventricle were observed. With left ventricular assist device (lvad) flow suspected to be insufficient, the flow was increased to 9600 rpm. Then, neither increased tr nor excursion of the interventricular septum occurred. The mr also improved to a moderate degree. Since the patient's consciousness disorder had also improved, her doctor believed that increasing the rotor speed of the lvad was a favorable change. A rhc was performed under these circumstances. The blood flow of the lvad was 4.0l/min on the display of the system monitor, but the thermodilution method had a co of 2.0 and a cardiac index of 1.3 indication a high degree of los. Mixed venous oxygen saturation (svo2) was 40% and hypoperfusion of organs was observed. The rotor speed of extracorporeal membrane oxygenation (ECMO) was at 9600. Also, mean pcwp 30, mpa 54/30 (39), and mean ra 17 were observed at the time of point of dob 5y. Pulmonary vascular resistance (pvr) was elevated at 4.5, but the difference between pcwp and pa was 9, which may be explained as passive pulmonary hypertension (ph) being associated with elevated left arterial pressure. It was difficult to determine whether there was an actual increase in pvr because the patient's co was extremely low. Although there was no collapse of the left ventricle and pcwp level was high, the patient inhaled nitrous oxide (no) in view of the possibility that blood flow from the right ventricle to the left ventricle may be impaired because co was not actually generated for the number of the rotor speed. Though the dose of no was gradually increased, up to 10bpm, there was almost no change in hemodynamics, and the patient became restless from the distress. Nearly no urine output was obtained. The patient's doctors wanted to avoid using venoarterial extracorporeal membrane oxygenation (va-ECMO) due to the patient being implanted with a vad, but it was then inserted for life saving measures. Although the patient's flows were 2.0 l/min, which was supported by light ECMO, the amount of urine increased considerably, and svo2 also rose to 60%. The ECMO treatment was considered effective. The patient's left ventricle was not unloaded by the echo, and a valve was open every time. An inflow cannula obstruction or an outflow graft kink was suspected. A computed tomography (CT) scan was requested. Upon a thoracotomy, the outflow graft was found to be twisted and the lumen was nearly occluded. The cause of the graft twisting was unknown. The patient's lactate dehydrogenase (ldh) was in the 400-500 range, the possibility of pump thrombosis was low. Review of the patient's log files also showed low flow events. The patient underwent a heartmate ii to heartmate ii pump and outflow graft exchange on (B)(6) 2021. The patient remains on continuous va-ECMO and heartmate ii left ventricular assist system support.